Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 appeared to be moving independently even though it was not docked or included in the current setup, as the procedure was being performed using only three arms. The technical support engineer requested additional details regarding the behavior; however, the information available at the time of the call was limited and unclear. The customer confirmed that no errors or system messages were displayed during the event. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced flex #4 to resolve the issue. The system was verified and ready to use. The flex has been returned and evaluated by the failure analysis (fa) team. The reported problem was replicated during fa. It was found that the ring feeder screws were loose causing a play in the joint and would cause unwanted movement. Fa concluded the loose ring feeder screws to be root cause of the reported event.